Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, missing retainer ring and missing reservoir tube lip o ring. Unable to perform displacement test since p-cap or reservoir will not lock properly due to missing retainer. Device looks as though a dog or some type of pet animal bit into it. As a result, there are puncture marks on the back of the case, the lcd screen and display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 67 mg/dl at the time of incident and current blood glucose was 96 mg/dl. Customer treated with glucose tablets. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.